Event description:
Pt found with blood on gown, hands, mouth, legs IV out, sheath not attached to IV catheter. Room searched for sheath (floor, bedding, pt clothing, diaper). Pt mouth checked and nothing found. Cannot feel catheter in vein at insertion site, no phlebitis noted at this time. Doctor notified, dressing applied to site. Xrays done. Dr states unable to identify.